Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had louder rewind and alarm sound was diminished. The customer¿s blood glucose level was unknown at time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No rewind anomaly, drive/motor anomaly, audio/vibrate anomaly/absence of alarm and back light anomaly noted. (B)(4).